Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose even after eating candy or drinking juice. Customer¿s blood glucose was 50 mg/dl. Customer was unresponsive the nigh prior. Customer alleged that the insulin pump was over delivering insulin due to blood glucose remaining low. Troubleshooting was performed and it was found that the reservoir was showing more insulin than what was shown on the status screen. The insulin pump will be and reservoir will not be returned for analysis.